Event description:
It was reported that a patient presented with loss of capture and sensing noted on the patient's right atrial lead due to lead dislodgement. This issue was seen on x-ray imaging. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.